Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a screwdriver broke during surgery. It was reported that the broken screwdriver was used off label. The screwdriver was used to enter screws, however, the proper usage is to use only for "removal." This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the investigation has shown that the tip of the returned screwdriver is indeed broken off as complained. The inner shaft and outer sleeve was not returned for investigation. As not the whole part was sent for evaluation and the lot number is unknown a device history record could not be reviewed. Please not that this instrument was off label used and the surgeon applied too much force to the screwdriver when he tried to put in the screw into the plate. The broken surfaces are homogenous which indicate material conformity. Based on these findings we conclude that too much mechanical force was applied during surgery. As described into the device report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.